Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('good luck on your upcoming surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Event surgery updated to medical device removal. Case criteria upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I got a sharp stabbing pain in my right side by my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vomiting ("throw up a few times"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain and vomiting outcome was unknown. The reporter considered pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events added: "I got a sharp stabbing pain in my right side by my ovary" and "throw up a few times". Medical device removal event deleted and added as an intervention for event "I got a sharp stabbing pain in my right side by my ovary". New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.